Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 556676) inserted for female sterilisation. The patient's medical history included c-section. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) and surgery (other) type of surgery: ovarian cyst removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: the essure device was first placed in the patient's right tubal ostia. The coils were out to the black mark, per manufacturer specifications. The device was then activated and deployed via manufacturer's commendations. Just the very distal end of coil was visible. Attention was then turned to the left side, which in a similar fashion was cannulated up to the black mark. Device was activated per manufacturer specifications and approximately 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not reported. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received. Lot number added. Event injury was updated and new events "pelvic pain" and "ovarian cyst "added. Removal details added. New reporters, plaintiffs information added. Past medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 556676-not valid) inserted for female sterilisation. The patient's medical history included c-section. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) and surgery (other) type of surgery: ovarian cyst removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: the essure device was first placed in the patient's right tubal ostia. The coils were out to the black mark, per manufacturer specifications. The device was then activated and deployed via manufacturer'srecommendations. Just the very distal end of coil was visible. Attention was then turned to the left side, which in a similar fashion was cannulated up to the black mark. Device was activated per manufacturer specifications and approximately 3 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not reported. Lot number reported is (556676) is not valid. Most recent follow-up information incorporated above includes: on 28-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.